Event description:
It was reported that the user¿s charger would not power on and the charging pad indicator light did not illuminate despite trying multiple outlets, and a replacement charging pad was shipped to the user¿s temporary location with troubleshooting and education provided. Symptoms included no alarms and no reported adverse clinical effects. Outcomes included no impact on health and continued use of the system with the expectation that the remaining charge would suffice until the replacement arrived. Investigation included customer service troubleshooting. Investigation of this case revealed a suspected charging accessory malfunction consistent with a charger or charging pad failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging accessory.

Manufacturer narrative:
Initial.